Event description:
Pt had initial surgery in (B) (6) 2007. Assessment is left knee pain and swelling post anterior cruciate ligament reconstruction. Pain is over the tibial screw site. She had a calaxo screw which resorbed. She had a local infection which was irrigated and debrided and the pain is over the scar from the site. She has no giving way, and her lachman and pivot shift are negative. If she continues to have pain and swelling. I will repeat an MRI scan.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4).